Event description:
Litigation papers allege, the patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that the patient was revised. Approximately 25-30 cc of cloudy yellowish fluid was encountered upon entering the joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form, operative report and implant stickers received which identified patients date of birth and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.